Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an open deep rectum procedure, the device did not staple correctly. The staple line was complete for 2/3 of the whole line. The rest was open, so it was overstitched by handsuture to complete the case. There was no patient consequence.